Manufacturer narrative:
Product code- lit, dqy. Initial reporter state: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was selected for the shunt percutaneous angioplasty (pta) procedure. During the first inflation, however, the balloon ruptured. After decompression, the device was removed from the body and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
D2b: product code- lit, dqy. E1: initial reporter state- (B)(6). Device analysis by manufacturer: athletis 6.0mm x 40mm x 50cm, 40atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm proximal of the distal tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per athletis specification, the rated burst pressure for this device is 40 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was selected for the shunt percutaneous angioplasty (pta) procedure. During the first inflation, however, the balloon ruptured. After decompression, the device was removed from the body and completed the procedure with another of same device. There were no patient complications reported.